Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the sensor cannula was retracted inside of the sensor. Unable to confirm customer received the sensor damage due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor did not contain an electrode. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.